Manufacturer narrative:
(B)(4). Device manufacture date: 22mar2016 to 24mar2016. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6032894. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. If a sample is returned in the future, an investigation will be performed and a supplemental report submitted.

Event description:
It was reported that the needle of the suspect device was sticking out of the bottom of the shield. The shield was loose on the syringe and the consumer stuck his finger on the needle. The consumer did not seek medical attention.

Manufacturer narrative:
Results: one used samples was returned for evaluation. A visual inspection revealed the safety shield was off of the syringe and the cannula was bent. A microscopic inspection revealed the shield exhibited multiple damaged spots from the cannula when the shield was intact. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6032894. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that a possible cause could be a slight misalignment when the syringe was being assembled, resulting in the shield application causing exacerbated bending of the cannula. A CAPA is not required at this time, complaints received for this device and reported condition will continue to be tracked and trended.